Event description:
Information was received from a family member or friend of a patient who was implanted with a neurostimulator for spinal pain. It was reported that it took four to five hours for the patient to charge their implantable neurostimulator (ins) to 25% and it took a long time to find the right spot to recharge due to the placement of the ins. The ins was placed at ¿the curve/floating over the curve of her spine¿ it was also reported that whenever the patient took a breath, four coupling bars were lost and their previous charger no longer beeped when a recharge session was complete. These issues were discovered since the patient was implanted on (B)(6) 2014. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.